Event description:
The customer reported being in the emergency room due to high blood glucose of 640mg/dl. The customer stated that she felt sick with cold and elevated high blood glucose of 450mg/dl. The customer reached out her doctor who recommended seeing the endocrinologist. The caller stated that the basal rates were adjusted while staying at the hospital. The customer called back to troubleshoot, and the time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and auto off alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.